Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection and had to change the infusion set. The customer's father also reported that the insulin pump was showing active insulin when they suspended the insulin pump. The customer's father declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. (B)(4).